Manufacturer narrative:
(B)(4). Concomitant medical products: item# unknown stabilizer; lot# unknown; item# unknown stabilizer; lot# unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient received a pmi pectus bar and two (2) stabilizers on an unknown date. Subsequently, the patient's bar had flipped on an unknown date post-implantation. Patient is scheduled to have a reoperation on a unknown date. Attempts have been made and no further information has been provided.

Event description:
It was reported that the patient received a pmi pectus bar and two (2) stabilizers on an unknown date. Subsequently, the patient's bar had flipped post-implantation on an unknown date. It was further reported that the patient underwent a revision procedure. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: a1; a2; a3; b4; b5; d1; d2; d4; d6a; e1; g1; g3; g4; g6; h1; h2; h3; h4; h6. E1: full establishment name - (B)(6). Review of the device history records identified no deviations or anomalies during manufacturing. Additional information received does not change the root cause of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.